Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-25 serial # (B)(4) description: scs phiii ext 25cm model # sc-2218-70 serial # (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet model # sc-1110-02 serial # (B)(4) description: implantable pulse generator (ipg).

Manufacturer narrative:
Additional information received indicated that the patient underwent a revision in which the leads and lead extensions were replaced and clik anchors were implanted. The patient did not have the pocket relocated. The patient is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket and lead revision procedure due to contacts being out with high impedance contacts. The patient's pocket and lead site was very sensitive. The patient was experiencing chronic pain in his midline incision in his back. The physician believes that the extensions are too superficial and are rubbing against patient's skin. The patient was given lidoderm patches which did not help the pain.

Event description:
A report was received that the patient will undergo a pocket and lead revision procedure due to contacts being out with high impedance contacts. The patient's pocket and lead site was very sensitive. The patient was experiencing chronic pain in his midline incision in his back. The physician believes that the extensions are too superficial and are rubbing against patient's skin. The patient was given lidoderm patches which did not help the pain.